Event description:
Received email from the patient 05/31/07 indicating that the patient had worn acuvue oasys product for 8 months. The patient's wear schedule is unknown. Patient reported experiencing that the lenses "always feel like something was in them." The patient also reported redness, watering and greenish discharge in both eyes. Multiple attempts were made to contact the patient to obtain product in question, lot numbers and additional information. The patient did not respond. In 2007, the patient's eye care professional (ecp) was contacted. Ecp reported that the patient was initially placed in oasys product in 2006. The patient purchased one multipack of six lenses for each eye at that time. Ecp reported that the patient purchased one additional multipack for the right eye only in early 2007. Ecp reported that chart indicates that: the patient has a history of dry eyes. The patient presented to the ecp 05/30/07 with complaint of mattering, itching and redness od. The patient was diagnosed with "contact lens induced keratitis od due to wearing old contact lenses. The patient was treated with zymar gtts qid and systane gtts, rtc in 2 weeks." The patient returned for follow up; chart indicates "keratitis od had cleared and the pt was placed in proclear lenses." Ecp reported that the patient "also experienced the same issues and diagnosis with the proclear product as well." The johnson & johnson corporate legal department received a letter from the patient's attorney 09/28/07 indicating that the patient is requesting reimbursement for pain and suffering. Although the diagnosis of keratitis is typically not an MDR reportable event, this event is being reported due to pending litigation. Will report any additional information within 30 days upon receipt if additional information is available. All MDR reportable events are reviewed in quarterly management review meetings.